Event description:
User alleges that there was a leak in the iri-600 irrigation set tubing and the warm water from the circulating water path passed into the tubing and mixed with the infusion product. There was no pt injury.